Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2014 with the following findings: there were multiple occlusion alarms observed in the black box history; the force at the time of the occlusions was high. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. A rewind, load cartridge, and prime steps were successfully completed with no alarms. The force sensor calibration tested confirmed the sensor was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring. The pump passed the delivery accuracy test and was found to be delivering within specification. Unrelated to the original complaint, the display was dim and the letters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 417 mg/dl with polydypsia, polyuria, nausea, and symptoms of dehydration (dizzy, lightheaded) associated with an occlusion issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the infusion set tubing was being used appropriately. Also during troubleshooting, it was revealed that the user was unable to prime the pump without an occlusion alarm occurring. This complaint is being reported because the patient allegedly experienced hyperglycemia due to multiple occlusion alarms being emitted.